Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from several coaguchek xs meters compared to the results from laboratory testing using dade innovin by siemens reagent. Data was only provided for a comparison performed with coaguchek xs meter serial number (B)(4). At 2:00 pm, the result from the meter was 3.1 inr. This result was reported to the doctor who and adjusted the warfarin dose. At 2:45 pm, the result from the laboratory was 2.3 inr. The physician considered the laboratory result to be correct. There was no allegation of an adverse event. The patient was anemic and in (B)(6) 2017, the patient¿s hematocrit was 45.8 %. The limitations for using the product were reviewed with the customer. The therapeutic range was 2.0 to 3.0 inr. The patient had an infection and was on antibiotic. Their diet has not been changed. The patient did not have any symptoms such as bleeding or bruising. The suspect meter and strips were requested to be returned for investigation. The customer stated she no longer has the test strips to return. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.7 inr and 2.5 inr. Donor hct: 48% and 46%. Testing results: donor 1: masterlot / customer meter and masterlot 2.8 inr/ 2.7 inr. Donor 2: masterlot / customer meter and masterlot 2.6 inr/ 2.5 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification none of the given treatments/medications are currently known to interfere with the accuracy of the test results. The investigation was unable to verify the results reported by the customer in the meter memory as the date on the meter was found to be set incorrectly. As the strip lot number was unknown specific retention testing could not be performed. Retention material testing was acceptable in all testing of retention material from all strip lots available.